Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump was stuck in the rewind complete and bolus delivery loop. The insulin pump kept resetting itself, it would pump out insulin, and the numbers would not come up on the screen. The drive support cap was sticking out. He was disconnected from the insulin pump since (B)(6) 2015. Customer's blood glucose level was 322 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.